Event description:
Customer reported she was hospitalized but did not want to talk about it at the time. Customer current blood glucose was 220 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.